Event description:
Reportedly, following upgrade from smartview programmer version 2.48j to 2.54j, the reset button in the statistics section could not be pressed on the overview screen ( the word "reset" was greyed out). Preliminary analysis results showed that the ICD behaved as specified.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, following upgrade from smartview programmer version (B)(4), the reset button in the statistics section could not be pressed on the overview screen (the word "reset" was greyed out). Preliminary analysis results showed that the ICD behaved as specified.